Event description:
It was reported that the pump did not deliver insulin as intended. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer¿s blood glucose level. Additional information was not provided, and the customer declined troubleshooting with tandem technical support. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy, and declined follow up from tandem technical support.

Manufacturer narrative:
Device not returned.